Event description:
A hospira lifeshield primary plumset clave port y-site 103 (list (B)(4), lot 62089 5h) was used to hang a bag of dextrose 5% and sodium chloride 0.9% in the hospital. The nurse returned to the room to find that the tubing had ruptured in the middle and caused the pt to lose blood. The tubing was replaced and the IV ran again without incident.